Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was receiving unknown morphine (25 mg/ml at 2 mg/day) via an implantable pump for unknown indications. It was reported that the patient's pump was not refilled on time and the pump had been left empty for approximately 5 months. It was reported that the patient was in a nursing home facility and they did not bring him to his appointments for refills, and he did not have family to help. The patient relied on transportation from the facility for his appointments. The patient's hcp reported that it had been difficult to get the nursing home to get the patient to the clinic. The hcp was writing a letter to the nursing home and calling the manager to make sure the patient would get in for his future refills on time. The hcp reported that the patient had a dry, alarming pump and the pump tubing could likely be damaged. The hcp replaced the pump and the issue was resolved at the time of the report.